Event description:
It was reported that a sheath split occurred. The patient's anatomy was mildly tortuous. Access was obtained from the right side. A 14f isleeve introducer sheath was in use during a transaortic valve implant procedure. An acurate neo valve was implanted and then the 24mm non boston scientific balloon, which was previously used for pre-dilation, was inserted for post dilation. The isleeve liner tore at one of the folds, from the tip to the end of the fold. The isleeve was exchanged for another isleeve and the procedure was continued with no issues. There was no patient harm at any time.

Manufacturer narrative:
Device eval by manufacturer: device analysis of the returned isleeve sheath revealed that one of the three seams are starting to expand as expected with device usage. One of the seams is split, the edges of the split were slightly jagged. Two of the tip seams are split. The evidence indicates no damage prior to use.

Event description:
It was reported that a sheath split occurred. The patient's anatomy was mildly tortuous. Access was obtained from the right side. A 14f isleeve introducer sheath was in use during a transaortic valve implant procedure. An acurate neo valve was implanted and then the 24mm non boston scientific balloon, which was previously used for pre-dilation, was inserted for post dilation. The isleeve liner tore at one of the folds, from the tip to the end of the fold. The isleeve was exchanged for another isleeve and the procedure was continued with no issues. There was no patient harm at any time.